Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd epicenter¿ single user software, there was one incorrect patient ID. No patient impact reported at this time.

Event description:
It was reported that when using the bd epicenter¿ single user software, there was one incorrect patient ID. No patient impact reported at this time.

Manufacturer narrative:
Investigation summary: customer reporting sample associated to an older accession/ID rather than the one intended (444165/g6my934003lw). The case was transferred to the epi application specialist for further investigation and no additional information provided. Typically, when this occurs, older accession/ids were not finalized, leaving them available in the system. Unable to determine root cause. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of june. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.